Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reprorted that the right ventricular lead dislodged post implant. The lead was explanted and replaced.